Manufacturer narrative:
Follow-up #1: date of submission 01/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2016 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of cs 163 warnings. During testing, load step malfunction occurred. During the load step, the piston pushed up until the cartridge was empty. The force sensor calibration was found to be out of specifications. The pump case was opened and moisture was observed on the force sensor pins. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was torn. The audio bolus button responded appropriately during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.